Event description:
It was reported that during implant attempt, the helix would not deploy. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the analyst noted that there appears to be some plastic material within the sleevehead. This may have contributed to the helix's inability to extend or retract; however, with multiple variables affecting the helix functionality, this has not been confirmed as the causal factor; full lead returned and analyzed.